Event description:
It was reported that a user on their third day of ilet use experienced hyperglycemia after announcing a 28-gram carbohydrate lunch and subsequently changed supplies due to wearing a steel infusion set into a second day. Symptoms included elevated blood glucose up to 300 mg/dl without ketone testing, medical intervention, or back-up therapy. Outcomes included transient hyperglycemia lasting about one hour with no reported clinical sequelae. Investigation included user education on meal announcements and monitoring, as well as documentation of a supply change. Investigation of this case revealed no confirmed device malfunction and suggested hyperglycemia of unclear cause, with contributing factors possibly related to early adaptation of meal announcements and infusion set wear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.